Event description:
It was reported that there was oversensing and noise and that the lead was fractured. Further information indicates that the patient is an avid weight lifter. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was oversensing and noise and that the lead was fractured. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.